Manufacturer narrative:
Further information provided by the healthcare facility indicates that the therapeutic surfaces had been configured by the customer¿s clinical staff with more than the recommended number of discharge cells per area. The nimbus 4 and nimbus professional instructions for use (IFU, 649933) specify deflating only one cell under the area requiring off-loading (head, torso, calf or heel section) and warn that deflating more than one adjacent cell may affect off-loading performance and patient support. Multiple adjacent cells should only be deflated for short nursing procedures and must be re-inflated immediately afterward. These instructions are consistent with the guidance provided in the quick reference guide (qrg), which also specifies that only one cell should be deflated in the area requiring off-loading. The configuration described by the customer (discharging several cells in the same area) does not align with these IFU guidelines and may adversely affect system performance and pressure-redistribution effectiveness. The customer highlighted that staff training was required to ensure correct vent-valve configuration and proper clinical application of the therapy surfaces. Arjo has provided staff training to support correct operation in accordance with the IFU. Based on the available information, the reported conditions were associated with a surface configuration set by the customer¿s clinical staff that was not aligned with the recommended settings described in the IFU, rather than with any product-related quality issue. To sum up, the therapeutic surface was in use with a patient at the time of the event. No device malfunction or product quality issue was identified, and the mattress was functioning within its intended specifications. The complaint was assessed as reportable due to the allegation of a serious injury. The model number and serial number were not provided. The device is distributed outside the us, and no gudid information exists. H3 other text: the customer reported no quality or conformity concerns and no indication of a product defect. The product remains in use.

Event description:
According to the information provided by ansm, since the introduction of the new pressure-relief mattresses and air-powered therapeutic surfaces at groupe hospitalier pitié, an increase in pressure injuries has been observed in patients presenting with stage 2 or higher pressure ulcers, even though some of these patients had been hospitalized for less than three weeks. Based on the information provided, the arjo clinical specialist assessed the injuries as serious. During the follow-up communication, the customer confirmed that there were no concerns regarding the quality or conformity of arjo products and no indication of any product defect. The facility highlighted that the primary need was staff training, as the operating principles of the arjo therapeutic surfaces differ from those of the previously used linet mattresses.